Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had an elevated blood glucose level, due to not responding to empty cartridge alarm the bg was 517 mg/dl with no symptoms, and was treated with a bolus. Reporter notes that patient has infections of the ear and toe. There was no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to a user error: not responding to the alarm in a timely manner.

Manufacturer narrative:
Pump information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. The pump settings shows the pump is set to alert low cartridge warning at 50u; all sound settings are set to "low" current bb data shows low cartridge alarm and replace cartridge alarm w/ no lapse in time causing an interruption in delivery. There is no data available in the bb/dl history on the date of the complaint (B)(6) 2014. Accuracy testing performed on the pump; no delivery defects found. A low cartridge alarm and replace battery alarm were reproduced during this investigation; an audio/visual warning observed. Unrelated to the complaint, the display screen is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.